Event description:
It was reported that, "handle not engaging in power securely. Used 2nd handle available."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.